Event description:
Information was received that during use of this smiths medical cadd ms3 pumps, the pump was completely loaded and fill process but did not start delivery. The patient attempted multiple times to complete this process, but the start delivery option was not available. Subsequently, the patient switched to backup pump and was able to continue infusing medication. The main pump will be replaced. No reported adverse effects.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. During investigation the customer's stated problem was verified. The cartridge was loaded, and the device would not deliver. According to the investigation, the pwa board was faulty and service needed to replace the pump faulty mp board. The problem source of the reported problem is unknown.